Manufacturer narrative:
Hill-rom determined, from customer provided photos, that the composite hook was broken off of the slingbar. We are unable to determine a root cause for the composite hook breaking as the slingbar was not returned to hill-rom for evaluation. Under care and maintenance in the instruction guide for universal slingbars, 7en160185, it is stated: check the function of latches and that the latches are intact; missing or damaged latches must always be replaced. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. The account replaced the lift slingbar to resolve the issue. Based on this information no further action is required.

Event description:
Hill-rom received a report from the account stating that slingbar is damaged. The plastic hook where the sling is attached is broken. The lift was located in the storage area. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).